Manufacturer narrative:
(B)(4). Concomitant medical products: 536000059 ¿ shell ¿ 62192810. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed with no complications noted. Subsequently, the patient began experiencing pain with elevated metal ions. A revision was performed, with corrosion noted within the joint, as well as osteolysis around the stem and mild wear to the liner. Yellow, cloudy fluid and a thick capsule within the joint are also consistent with trunnionosis/corrosion. The liner and head were exchanged with zimmer products with no complications noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01570, 0001822565 - 2022 - 02520.

Event description:
It was reported that patient underwent a right hip revision approximately 8 years post implantation due to pain and elevated cobalt levels. During the procedure, fluid was obtained consistent with trunnionosis. It was also noted that the capsule was very thick consistent with taper corrosion, mild osteolysis around the stem and mild poly wear. A new head and liner were placed without complication. Attempts have been made and additional information on the reported event is unavailable at this time.